Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 350cc silicone breast implant experienced left-sided capsular contracture grade iii-IV post procedure. The patient started to get hard right after the surgery, a week after surgery the implant was riding high. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on january 3, 2021 indicated that the patient underwent capsulectomy with implant replacement as follow: cat#:tmpx350, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-nov-2021, the device was returned to mentor for analysis. The investigation was completed on 19-nov-2021. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the malfunction were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 26, 2021 indicated that the patient had the device explanted on (B)(6) 2021. Manufacturer report number (B)(4).